Event description:
It was reported the the lesion was an eccentric stenosis in proximal to mid lad, with no tortuosity or calcification. After inserting the guide wire, an atherectomy device was used to debulk the lesion. When debulking was finished, the atherectomy device and guide wire were pulled into the guiding catheter, but it was noted that the guide wire tip had separated and was left in the distal lad. The proximal segment of the guide wire was removed with the atherectomy device. The lesion was recrossed with another guide wire and an unsuccesful attempt was made to retrieve the segment with a snare. Reportedly, the pt had a blood flow disturbance in the lad and EKG changes, but no chest pain.